Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that following an unrelated bypass surgery and valve replacement procedure, the physician observed low system impedance from this subcutaneous implantable cardioverter defibrillator (s-ICD) system (less than 30 ohms). A few days later, the impedance had increased to 35 ohms. Diagnostic imaging was performed, which confirmed no abnormalities. Upon a data review, there were previous episodes of over-sensing in the past, but this has not re-occurred since reprogramming. Boston scientific technical services (ts) was contacted, and it was confirmed that the lowest impedance value was 25 ohms, immediately following the bypass procedure. Options were provided to assess the system integrity, such as via provocative maneuvers, manipulations, and x-ray imaging. It was later confirmed that the decreased system impedance was the result of fluid retention post-procedure, and it has already begun to increase. However, the most recent measurements still showed evidence of low impedance (between 30 and 32 ohms). At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that following an unrelated bypass surgery and valve replacement procedure, the physician observed low system impedance from this subcutaneous implantable cardioverter defibrillator (s-ICD) system (less than 30 ohms). A few days later, the impedance had increased to 35 ohms. Diagnostic imaging was performed, which confirmed no abnormalities. Upon a data review, there were previous episodes of over-sensing in the past, but this has not re-occurred since reprogramming. Boston scientific technical services (ts) was contacted, and it was confirmed that the lowest impedance value was 25 ohms, immediately following the bypass procedure. Options were provided to assess the system integrity, such as via provocative maneuvers, manipulations, and x-ray imaging. It was later confirmed that the decreased system impedance was the result of fluid retention post-procedure, and it has already begun to increase. However, the most recent measurements still showed evidence of low impedance (between 30 and 32 ohms). It was noted that the impedance has since begun to rise and the physician is continuing with close remote monitoring instead of performing a system revision. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that following an unrelated bypass surgery and valve replacement procedure, the physician observed low system impedance from this subcutaneous implantable cardioverter defibrillator (s-ICD) system (less than 30 ohms). A few days later, the impedance had increased to 35 ohms. Diagnostic imaging was performed, which confirmed no abnormalities. Upon a data review, there were previous episodes of over-sensing in the past, but this has not re-occurred since reprogramming. Boston scientific technical services (ts) was contacted, and it was confirmed that the lowest impedance value was 25 ohms, immediately following the bypass procedure. Options were provided to assess the system integrity, such as via provocative maneuvers, manipulations, and x-ray imaging. It was later confirmed that the decreased system impedance was the result of fluid retention post-procedure, and it has already begun to increase. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.